Manufacturer narrative:
Livanova (B)(4) initially considered the reported event as non-reportable. However, due to further investigation livanova (B)(4) determined that the reported event should be considered to be reportable. Therefore this event is filed as part of a retrospective action. Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova service representative went on site to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective distribution board and a defective pump. Both parts were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective parts were request for further investigation. However the parts were not made available. Therefore no further investigation could be performed and no specific root cause could be determined. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during procedure. There was no report of patient injury.